Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the associated pacemaker migrated shortly after implant, which caused this right ventricular (rv) lead to dislodge. An attempt was made to reposition this rv lead, but the helix failed to retract. This rv lead was therefore explanted and a new rv lead was implanted. No additional adverse patient effects were reported. This rv lead is not expected to be returned.